Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled multiple cartridges with 120 units of insulin during the load sequence. Customer¿s blood glucose level was within range (value not provided). Customer reverted to using an alternative method of insulin therapy.